Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable cholesterol result for one patient sample. The initial result was 8 mg/dl and was reported outside the laboratory. The sample was repeated on the same analyzer with a result of 206 mg/dl and on another cobas c501 analyzer with a result of 206 mg/dl. The repeat result was believed to be correct. The patient was not adversely affected. The cholesterol reagent lot number was 68097001 with an expiration date of 12/31/2013. The field service representative found there was a possible sample level detection issue. He checked the system, all mechanical and fluidic alignments and the sample probe to tube alignment. He performed precision testing on several tests with acceptable precision.